Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert for out-of-range / high superior vena cava (svc) defibrillation coil impedance. Additionally it was noted that the rv tip-to-rv coil impedance and rv defibrillation impedance also jumped from baseline and the rv coil triggered an alert for out-of-range / high impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.